Event description:
It was reported that the patient presented remotely. A remote transmission showed that the patient's insertable cardiac monitor (icm) exhibited premature battery depletion. No intervention was performed. The patient was stable throughout.